Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber metallic tip had a rupture and the joules used were 24988 for 8:16 minutes. The procedure was completed with another fiber without patient complications.